Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. For clarification, the instrument was found to have teflon pad damage on the clamp arm. No material appears to be missing. No broken components observed. The instrument was placed and driven on an in-house system. The instrument was connected to the in-house harmonic ace generator and passed energy recognition. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. Energy delivery was performed and passed.

Event description:
It was reported that during a da vinci-assisted radical pancreatectomy surgical procedure, the customer observed the harmonic ace instrument tip was broken. No fragment fell inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.